Event description:
It was reported the supply lines of a homechoice automated pd set with cassette "was missing the connection luer at the end". This occurred during set up of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. A visual inspection with the naked eye and magnification noted a missing red clamp and shrouded connector assembly on the heater line. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.